Manufacturer narrative:
Product event summary: analysis confirmed the reported event, the atrial knob was missing. It was also noted that the hanger assembly was broken, both output connectors were broken, the ventricular knob was broken and the menu knob was rusted. All found defective parts were replaced and all other identified issues were resolved. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) had a missing knob assembly. The epg was returned for service. It was analyzed and tested out of specification. There was no patient involvement.